Manufacturer narrative:
The technician found a defective dampener in the head section. The technician replaced the head section dampener to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the head section of the bed would not lower. No patient impact.